Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 13feb2013 to the present date 19jan/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the pump motor is turning on by its self. There was no patient involvement.